Event description:
It was reported that they were trying to initiate therapy using arctic sun device s/n (B)(6) but were getting a low flow alertalert 02). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100%, system hours 885.5, pump hours 705.2. Had nurse stop therapy, disconnect and reconnect the pads, and resume therapy. No improvement. Stopped therapy, emptied and disconnected the pads. Started manual mode. 1.8lpm, -7.0spi, 51%. Connected the right thigh pad. 0.5lpm, -0.3psi, 100%. Disconnected right thigh pad and connected other pads one at a time. Right chest 1.2lpm, -6.9lpm, 96%. Left chest 1.5lpm, -7.1psi, 46%. Left thigh 2.4lpm, -7.2psi, 68%. Reconnected right thigh pad and flow and inlet pressure (ip) was dropped again, 0.1lpm, -0.6psi. Removed right thigh pad. Patient also has a universal pad in place. Connected universal pad. 3.4lpm, -7.2psi, 83%. Lot ngkq1967. Asked nurse to put damaged pad behind the nurse's station. Suggested replacing right thigh pad with a universal pad, but they do not have any left. They will open another set of pads. Disabled manual mode and started therapy. Flow rate was 3.3lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown as they replaced the pads and flow rate issue is solved. Sample was not available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using arctic sun device s/n (B)(6) but were getting a low flow alertalert 02). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100%, system hours 885.5, pump hours 705.2. Had nurse stop therapy, disconnect and reconnect the pads, and resume therapy. No improvement. Stopped therapy, emptied and disconnected the pads. Started manual mode. 1.8lpm, -7.0spi, 51%. Connected the right thigh pad. 0.5lpm, -0.3psi, 100%. Disconnected right thigh pad and connected other pads one at a time. Right chest 1.2lpm, -6.9lpm, 96%. Left chest 1.5lpm, -7.1psi, 46%. Left thigh 2.4lpm, -7.2psi, 68%. Reconnected right thigh pad and flow and inlet pressure (ip) was dropped again, 0.1lpm, -0.6psi. Removed right thigh pad. Patient also has a universal pad in place. Connected universal pad. 3.4lpm, -7.2psi, 83%. Lot ngkq1967. Asked nurse to put damaged pad behind the nurse's station. Suggested replacing right thigh pad with a universal pad, but they do not have any left. They will open another set of pads. Disabled manual mode and started therapy. Flow rate was 3.3lpm. Per follow up information received via phone on 24nov2025, transferred to nurse specialist and educator who noted after therapy completed, they collected the remaining pads from the set and placed them with the faulty thigh pad just in case there was a fault with the entire set. They inspected the thigh pad and did not see any obvious defects with the pad or connectors. This pad set was collected by the representative over the weekend.